Manufacturer narrative:
(B)(4) d10: 42502806601 femur trabecular metal (cr) standard porous lot# 67681511, 42532007501 tibia cemented 5 degree stemmed left size f lot# 64777729, 42540200032 all-poly patella cemented 32 mm diameter lot# 64776019. G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was originally reported under a different mfg number with MDR: 0001822565-2025-03314.

Event description:
It was reported the patient underwent a knee revision surgery due to stiffness and soft tissue contraction about four years, nine months post implantation. A smaller poly was installed. Attempt have been made and no further event information is available at the time of this report.